Event description:
Med tubing was noted to be leaking at [time redacted] cares on patient. Upon further inspection, the med tubing is cracked where it connects to the syringe. Immediately disconnected, placed in bag.